Event description:
It was reported that the patient called to state that the remote monitor has the power light on, but when the power button is pressed, "nothing happens." Multiple jacks and outlets were tried without success. The monitor had previously sent successful transmissions. A new remote monitor will be ordered for the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the monitor was unable to power up. It was also noted that there was liquid ingress on the printed circuit board assembly and the top housing had damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to state that the remote monitor has the power light on, but when the power button is pressed, "nothing happens." Multiple jacks and outlets were tried without success. The monitor had previously sent successful transmissions. A new remote monitor will be ordered for the patient. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to state that the remote monitor has the power light on, but when the power button is pressed, "nothing happens." Multiple jacks and outlets were tried without success. The monitor had previously sent successful transmissions. A new remote monitor will be ordered for the patient. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.